Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube and collar were microscopically and tactile inspected. Inspection revealed a complete separation at the collar. The distal shaft was not returned, so analysis could not be done. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2017. It was reported that the guidezilla failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a guidewire was advanced through the target lesion and ballooning was attempted using a non bsc balloon. However, the wire could not cross the target lesion due to high angulation and severe calcification. So, guidezilla¿ was used instead; however, it still could not pass through the target lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation at the collar.